Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, customer's blood glucose level was >600 mg/dl. A manual injection was administered to resolve elevated glucose. The customer reverted to an alternate method of insulin therapy.